Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 480 units of insulin. The customer reloaded a cartridge and received an accurate fill estimate. The customer's blood glucose level was reported to be a little over 140 mg/dl. The customer confirmed that the pump would continue to be used for insulin therapy.